Event description:
It was reported that the ventilator could not reach the inspiratory volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator could not reach the inspiratory volume. According to provided information, the repair was performed by the customer and the ventilator checked by the technician. The ventilator ventilated without any incidents. No further information was provided. No parts were mentioned as replaced or returned for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).